Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4071729. As there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that during insertion of the bd insyte autoguard, the device was removed after no blood return was observed. A piece of the catheter remained in the patient's arm. A skin incision was made for removal of the broken piece. Steristrips and a dressing were placed to the site.